Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer reported that the blood glucose level was 400 mg/dl which was treated with insulin shot and the customer¿s current blood glucose level was 280 mg/dl. The customer was currently on insulin shots. The customer reported that the insulin pump received no delivery alarm. The customer was assisted with fixed prime and found that the insulin exited. The customer reported that the insulin pump was delivering fine and it was working as design. The customer declined troubleshooting for high blood glucose level as the customer knew how to handle high blood glucose level. The insulin pump will not be returned for analysis.